Event description:
The digital stryker prophecy team received a CT scan indicating that the patient presented with pain and large tibial cysts. The patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed, based on available medical records and medical experts¿ assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "the tibial component has cavities around. With only one plane available it is not possible to say whether there is radiolucence. However, the finding with pretty large cavities would suggest loosening. The pe cannot be assessed directly, but there is no clear indirect sign of loosening or dislocation. The talar component does show some radiolucence as well and radiolucence cannot be assessed with certainty here as well, however, loosening is likely, there is no clear sign of migration." Based on investigation, the root cause was attributed to a patient-related issue. The failure was caused by loosening of the tibial component indicated by the presence of large cavities in the surrounding tibial bone. The loosening changes the biomechanics of the joint replacement and leads to alterations of the surrounding tissue. This results in functional impairment. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient presented with pain and large tibial cysts. The patient may require a revision surgery for reasons that are not available at the time of this report.